Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure on a male patient, the system lost fluoro capability. Staff brought a portable c-arm fluoro unit into the room and physician completed the procedure without further incident. Customer provided no patient or procedural information other than to say the procedure was completed and patient is fine. No reported injury.

Manufacturer narrative:
Product monitoring follow up: the customer reported they had replaced the computer hard drive and system is now able to fluoro. System is operating normally.